Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the compressor on an 840 ventilator was inoperative. Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found circuit breaker of compressor was opened and the circuit breaker was tripping. The se replaced the condenser. The se performed extended self-testing on the device and all tests passed.